Event description:
It was reported that an object fell on the ilet and the screen cracked, after which the user switched to backup therapy and a replacement device was shipped. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status beyond interruption of device use. Investigation included internal complaint intake and preparation for device retrieval. Investigation of this case revealed a damaged display consistent with external physical impact to the hardware. It was concluded, based on previously established findings for similar reports, that the cause was user-related inadvertent damage due to external mechanical stress.